Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found a missing o-ring on the probe lead screw. As part of troubleshooting he replaced the probe lead screw. He inserted the o ring to solve the problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained red tinted fluid leak of approximately 1 ml and uncontained on top of sample tubes from the probe wash collar of a unicel dxh 800 coulter cellular analysis system during the probe clean cycle. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.